Event description:
It was reported by service report that the power cord plug was missing the ground prong and the inner and outer siderail panels were cracked. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord plug was missing the ground prong. Inner and outer siderail panels were cracked without sharp edges.